Event description:
Caller alleging receiving discrepant inratio values. On (B)(6) 2014 lab 9.2. On (B)(6) 2014 inratio 3.6, 3.1; lab 10.0. Tests were run side by side and were performed within five minutes of each other on (B)(6) 2014. Pt came into the office for a vitamin k dose on (B)(6) 2014 due to lab result on (B)(6) 2014 of 9.2. On (B)(6) 2014 inratio tests were administered and lab study. Pt administered 1 mg of vitamin k on (B)(6) 2014 after inratio and lab results received. Pt's therapeutic range 2-3.

Manufacturer narrative:
Investigation pending.